Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-6068-25l devices were received for investigation. Visual inspection identified that no external breakage was present across either of the two returned suturelassos. Functional testing revealed that both wheel mechanisms were locked, and as such, the wires were unable to be deployed. The cause remains undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that ar-6068-25l was used and didn't work, because the knob didn't let out the wire. A second one needed to be opened and the problem was the same, they had the same lot number. So a third one was opened with another lot number, which worked very well. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update 30-nov-2021: the failure was noticed during surgery. A meniscal suture knee arthroscopy was performed. A piece broke off before it was inserted into the patient´s body. The procedure was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 07-dec-2021: the wire couldn´t get out of the knob because the device was broken inside itself. Customer doesn¿t know what exactly was broken.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that ar-6068-25l was used and didn't work, because the knob didn't let out the wire. A second one needed to be opened and the problem was the same, they had the same lot number. So a third one was opened with another lot number, which worked very well. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update 30-nov-2021: the failure was noticed during surgery. A meniscal suture knee arthroscopy was performed. A piece broke off before it was inserted into the patient´s body. The procedure was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 07-dec-2021: the wire couldn´t get out of the knob because the device was broken inside itself. Customer doesn¿t know what exactly was broken.